Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-21 / -31 . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for a pregnant female when comparing that result to other platforms. The alinity I syphilis tp result generated a value of 0.03 s/co (nonreactive). The mindray platform generated a syphilis result of 3.40 s/co (positive). Trust and tppa testing were performed on the sample. The trust test method generated a positive result. The tppa test method generated a negative result. The alinity I syphilis test was repeated and the result generated was 0.04 s/co (nonreactive). Since the alinity I syphilis result was consistent with the tppa result, the customer was questioning if the result was a true negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57416be01, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house testing of a retained reagent kit of the complaint lot 57416be01 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. A review of the device history record did not identify any nonconformances or deviations associated with the lot number 57416be01 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I syphilis tp reagent lot 57416be01 was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for a pregnant female when comparing that result to other platforms. The alinity I syphilis tp result generated a value of 0.03 s/co (nonreactive). The mindray platform generated a syphilis result of 3.40 s/co (positive). Trust and tppa testing were performed on the sample. The trust test method generated a positive result. The tppa test method generated a negative result. The alinity I syphilis test was repeated and the result generated was 0.04 s/co (nonreactive). Since the alinity I syphilis result was consistent with the tppa result, the customer was questioning if the result was a true negative. There was no impact to patient management reported.